Event description:
Pt coughed while showering and felt a pop inside her incision. Rn saw omentum descending from an opening in her abdomen. Returned to or for surgical repair of the vicryl suture that had broken.